Event description:
It was reported the subject device experienced visibility flickers when bending operation. The issue occurred during a therapeutic laparoscopic gastrectomy procedure. The patient was under sedation while the device was inside the patient. The intended procedure was completed with the same device. There was no reported delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional customer problem.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue was attributed to an electrical component problem, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.